Event description:
Pharmacist reported rupture of the posterior area of left device. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation:visual analysis of the returned device identified: broken shell, underweight, flat creases. A microscopic analysis was performed which identified: broken shell with sharp edge where is localized stresses induced in posterior side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification) and non penetrating nicks. Based on the device analysis the final assessment is: - broken shell with sharp edge where is localized stresses induced assessed as surgical impact. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.